Manufacturer narrative:
The tah-t remains implanted and continues to support the patient. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed is evaluation of this complaint and is closing this file. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the patient had sudden onset of tiredness and restlessness and reported that her freedom driver cardiac output and "flows" were lower than normal. The customer also report that subsequent exploratory surgery discovered a large amount of old blood accumulation on the outside of the heart around the pulmonary graft and left atrium which was removed and that no clot was present inside the tah-t ventricles or inside the inflow/outflow grafts. The customer also reported that after removal of the old blood accumulation, the companion 2 waveforms normalized, central venous pressure dropped from 30 to 15 and the medical team decided to leave the tah-t in place. The physician also indicated that the decrease in the patient's cardiac output occurred because of the clot putting pressure externally on the patient's left atria and pulmonary graft "as far as we can tell" and that the root cause was likely "an inflammatory reaction over a prolonged period of time".